Manufacturer narrative:
Follow-up #1: date of submission 05/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump was returned with all of the buttons on the keypad operating properly. No physical damage observed. Removed keypad- no evidence of contamination was found. Issue cannot be duplicated. The display was dim - the letters have a red hue. The battery compartment was cracked from bottom traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.